Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was loose when connected with 20ml syringe. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty attaching a syringe to the infusion set luer adapter was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged. Microscopic inspection of the luer adapter did not reveal any deformation or damage. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged. Inspection of the luer adapter using a force gauge and iso taper gauge revealed the luer adapter to be outside of manufacturing specifications. The taper gauge could not be fully inserted into the orifice. The poor connection between the slip-fit style syringe and the luer adapter appeared to be caused by dimensional incompatibility between the syringe and the luer adapter. It appeared that the luer adapter was molded outside of manufacturing specifications. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was loose when connected with 20ml syringe. No other information was provided.